Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with laparoscopic tubal ligation due to sui and permanent sterilization. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 5/17/2016. (B)(4). It was reported that following insertion patient experienced urinary tract infection, urgency, frequency, and dysuria. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.